Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump was under delivering insulin. Customer experienced high blood glucose level of 447 mg/dl. Customer treated high blood glucose with insulin pump. Customer had thirst as a symptoms of high blood glucose. Customer was alleging under delivery because their blood glucose level have rise. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.